Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pacemaker dependent patient presented for follow up. Ventricular oversensing was observed. The patient underwent an rf ablation two day prior. The device was reprogrammed successfully. Device remains implanted.